Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8 and d10. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint that after reprocessing of the gastrovideoscope the ultrasonic transducer was found to be shaved was confirmed. Based on the results of the investigation, the damage was confirmed after the installation of maj-2358 connecting tube and the reprocessing was conducted. It is likely that the reported malfunction was caused by handling of the maj-2358 connecting tube. However, a definitive root cause could not be identified. The following is included in the instructions for use (IFU): do not bump or drop the endoscope tip, flexible part, curved part, actuator, universal cord, or scope connector part. Also, do not bend, pull, or twist them with strong force. Doing so may damage the instrument, injure the body cavity, burn, bleed, perforate, or cause parts to fall out. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after reprocessing of the gastrovideoscope the ultrasonic transducer was found to be shaved. There were no reports of patient involvement.